Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the system log file showed that there was issue with the power supply. During troubleshooting, the fse found an issue with the with dcps (digitally controlled power supply) of r cabinet. The fse replaced the dcps of r cabinet in the subsequent case. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.